Manufacturer narrative:
Reportedly, 3-piece silicone iol ( +3 d) was explanted/exchanged intraoperatively for the same model iol( +2 d) to address lens damage ("appeared damaged, in and out") noted upon insertion. Incision was not enlarged and no other tissue damage was reported. According to the report by a nurse, dated (B)(6) 2015, the lens was used as a "piggy-back lens" and the cause of the event was unknown. Given the information that different lens power was implanted as a replacement it is very likely that procedure related factor (biocalculation error) contributed to lens replacement. It should also be noted that per FDA approved dfu: "silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction" and therefore there is no data to support implantation of this lens as a "piggy-back lens". Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported the surgeon noticed that the +3.0 diopter aq5010v silicone three piece lens was damaged after it was inserted into the eye. The lens was removed and replaced with the same model/+2.0 diopter lens without any patient injury. The cause of the event and type of injector was unknown.

Manufacturer narrative:
Results: visual inspection of the returned lens showed the optic was torn and a clear surgical residue on the lens. The injector was not returned. (B)(4).